Event description:
It was reported that stent damage occurred. A 3.00 x 20 synergy drug-eluting stent was advanced but failed to cross the lesion. However, the stent struts were noted to be defective. No patient complications were reported.